Manufacturer narrative:
Product analysis: the product remains implanted and therefore has not been returned to medtronic. Conclusion: the device history review and investigation remains in progress, once the review and investigation is complete a supplemental report will be submitted.

Event description:
Subsequently it was reported that a surgical implant of another manufacturer's valve was anticipated. It was not known if that procedure had occurred as of the date of this report. It was reported that the patient had not experienced any adverse effects following the attempted transcatheter bioprosthetic heart valve implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Valve dislodgements can occur for many reasons, including a mismatch between the device size and patient anatomy, compliance of the aorta and native vessels, implant technique, etc. No information was provided to indicate that the delivery catheter system withdrawal caused the dislodgement. As both valves experienced dislodgement into the lvot multiple times, the available information points to patient- or procedure-based factors rather than an external force; however, a root cause cannot be determined from the information available.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve the delivery catheter system (dcs) was being withdrawn and the valve dislodged into the left ventricle outflow tract (lvot). A snare was used to pull the valve successfully into the targeted position. Within minutes after snaring valve, it dislodged again into the lvot. The snare was used again to move valve and it dislodged into the sino-tubular junction (stj). A second valve was implanted successfully. Minutes after implant, the valve dislodged into the lvot. A snare was used and successfully moved valve into targeted position but dislodged again into the lvot. Another snare attempt was done successfully but valve dislodged into lvot. The decision was made to leave the valve at the level of stj. A decision was made to abort the procedure with no patient adverse affects reported.